Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the rocker arm knob on mayfield infinity skull clamp (a1114) was very difficult to lock. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 . Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a1114) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement also is hard to lock and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.